Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. The customer stated that there was no patient involvement. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
(B)(6) had a broken wiper on 8110 syringe. Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: repair. Case resolution: I advised (B)(6) to replace 8110 housing carriage assy. And gave him the option to send the unit in for flat fee repair. (B)(6) prefer to replace housing assy. I assisted (B)(4) with a part number and transferred to com for pricing. End call.